Event description:
A vena cava filter was inserted via femoral approach into a respiratory-dependent pt to prevent blood clot from moving. When pushed out of sleeve the filter failed to expand/open and became free floating. Many unsuccessful attempts were made to snare filter via femoral and jugular approaches. A second ivc filter was inserted, via the jugular approach, to keep both the first filter and the clot from moving. During the procedure, pt became hypotensive. Micu team and vascular surgery were called immediately. The pt was successfully resuscitated to sbp 100 and returned to micu in guarded condition.